Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 466 mg/dl. The customer changed out the entire set and will wait to see if his blood glucose will decrease within a few hours time. He was also instructed on how to properly use the bolus wizard as he expressed confusion regarding its use. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.